Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure the right ventricular lead was placed by ventricular mapping. When the helix was extended, it was noted that the lead exhibited low r waves and high capture threshold. Positioning was attempted several times, but similar results were observed. It was further noted that there was perforation. The lead was not used and replaced. The patient was stable.